Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the emergency department after the remote monitoring clinic received a notification for noise over-sensing on the right ventricular lead causing false high ventricular rate measurements and pacing inhibition. Lead testing and possible revision were recommended to healthcare provider. Patient had no consequences.